Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 3/17/2014 with the following findings: a review of the black box showed manual date setting changes from 12/31/2013 at 1:12 pm to 01/01/2014 at 1:12 pm. Boluses were recorded in the bolus history on 12/31/2013. During testing, the unit was exercised for 24 hours on 1u/hour. Boluses were performed and found to record correctly in the pump¿s history. The history settings issue was not duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that boluses were not showing in pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.